Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely low total bilirubin test result was obtained from a dimension exl with loci module (lm) instrument on a newborn patient. The customer was instructed to clean the reagent drains and align the probes to the center of the drains (maintenance). The customer also replaced the flex reagent cartridge. The customer reported that the maintenance and replacement of the flex reagent cartridge resolved the issue and no other total bilirubin discordant results were reported. The cause of the discordant total bilirubin test results was a need for maintenance. The instrument is performing within specification. No further evaluation of this is needed.

Event description:
A discordant, falsely low total bilirubin test result was obtained from a dimension exl with loci module (lm) instrument on a newborn patient. The same sample was repeated on the same instrument giving a higher test result. A second sample was collected from the patient and tested, giving a higher and matching test result to repeat of the first sample. The customer reported there were no adverse effects to the patient. The customer also reported that the parents of the patient were informed the baby would be discharged based on the first test result and the discharge date was subsequently changed based on the repeat result. There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely low total bilirubin.